Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed an anomalous high current drain condition when tesing the device. Further analysis of the battery indicates that there was no internal short. The exact cause of the abnomal current drain reading during testing could not be duplicated as the condition cleared during analysis.